Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery voltage was dropping in an irregular fashion. This could likely be related to an internal electrical short of the battery. Device replacement was recommended. Additional information indicated that the patient does not desire device replacement at this time. In addition, the ejection fraction of the patient has recovered, and further analysis was requested based on physician input and prior experience with code 1003. Data analysis confirmed that the battery voltage continued to drop in an irregular manner consistent with an internal battery cell short, likely related to lithium clusters or another internal short mechanism. As of the most recent upload, battery voltage remained at a level where therapy would be expected to be available. However, historical trends demonstrated multiple prior voltage drops, with a third and more aggressive decline beginning one month ago. Current analysis indicated active shorting behavior that has persisted for approximately seven weeks, posing a high risk of rapid deterioration to a level where tachy therapy likely become unavailable within days. Based on the aggressive downward voltage slope and evidence of active shorting, explant within seven days was recommended. Technical services (ts) communicated that continued analysis beyond this point would be at the discretion of the clinic. To date, this ICD remains in service. No adverse patient effects were reported.